Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed the motor on the power drive device did not function and that the tensioning bolt threat was worn out. There were no delays to the schedule surgical procedure as an identical spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the thread saw coupling was stripped, motor power too low, and the housing was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.